Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had presented for follow-up and was taken to the lab for repositioning of the atrial lead due to an un described lead issue. The physician decided to explant the lead and placed a new lead. The patient was doing fine post procedure. The patient would be monitored and reassessed at 6 month follow-up.